Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:34:36. During night drain cycle one, the patient's ultrafiltration reading was 1416ml, indicating the home patient (hp) drained 1416ml more than their maximum programmed fill volume of 1500ml. No additional information is available.